Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 19-20 mg/dl. The customer consumed carbohydrates to address the low bg. The cause of the low bg was unknown. Tandem technical support (cts) performed a system check on the pump and determined that the pump was functioning as intended. Cts observed in the pump history that the customer delivered a 19 unit bolus. Customer confirmed that bolus was intended and that settings were accurate. Customer continued using the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.